Manufacturer narrative:
The insulin pump had no audio tones during the self test due to a broken negative transducer wire. The insulin pump passed all other function tests.

Event description:
It was stated that the audio tones were not working on the insulin pump. Troubleshooting was performed and the insulin pump did not beep during the tone test. Nothing further was reported.